Event description:
It was reported that high impedance was observed and the patient was referred to surgery. During the surgery, the surgeon identified a fracture in the lead and both generator and lead were replaced. The explanted devices have not been received for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received that the explanted products were discarded by the explanting facility.